Event description:
It was reported during a trial procedure on (B)(6) 2022 that patient experienced an atrial fibrillation and the trial was aborted. Additional information received indicates the patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.